Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead warning triggered, and the lead exhibited low impedances and high thresholds. Additionally, both over-and undersensing was noted during isometric movements, and high impedances were seen. The lead was reprogrammed, and will continue to be monitored. No patient complications have been reported as a result of this event.